Event description:
During an a-fib ablation procedure with carto 3, the lasso catheter showed signal interference in carto and ep recording system since the beginning of the case. At about 30 min of the procedure, the interference worsened instantly and all the signals of the ep recording system and carto were lost. Troubleshooting was performed changing the cable and it was noticed that when the cable of lasso catheter was disconnected the signals returned to normal. The cable was changed and the problem persisted. The catheter was connected to different connections with no success. The customer tried to solve the issue by rebooting the piu and an error message appeared in the system. The problem was solved when the catheter was changed. The procedure continued normally and the case was completed without any patient consequences.

Manufacturer narrative:
(B)(4). It was reported that during an a-fib ablation procedure with carto 3, the lasso catheter showed signal interference in carto and ep recording system since the beginning of the case. Upon receipt, the catheter was tested and it passed carto and recalibration tests but it failed electrical test due to the leakage observed in all electrode rings. The catheter was dissected but the leakage could not be found since the failure disappeared once the connector was removed from the handle, this suggests the electrical wiring was shorting before the connector's removal, however the root cause could not conclusively determined. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
A supplemental 3500a will be submitted to the FDA as required if any additional information is provided by the customer. (B)(4).